Event description:
It was reported that the device alarmed without displaying anything. No patient injury was reported.

Manufacturer narrative:
Operator of device and if the initial reporter also sent report to FDA isunknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the top case corners chipped, cracked battery door, left plunger case punctured and bottom seal broken. There was no evidence of the error, or the reported problem recorded in event history log (log was unavailable). The customer reported problem was verified/duplicated. The investigation found blank screen with constant alarm at power up; it was discovered that incomplete upload of software by the customer was the cause of the reported problem. For corrective action, software was uploaded from base to head of the pump which cleared the problem the root cause of the reported problem was traced to the customer/user. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 06-nov-2019; d4: model number: 4000.